Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 100 mg/dl, and the meter bg reading was not provided. Due to the increased basal, the customer's bg subsequently lowered to 20 mg/dl and the customer was hospitalized. While in the medical center, the customer was treated with "an IV"; though specific treatment was not provided. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received and therefore no additional patient or event information was available.